Manufacturer narrative:
Visual evaluation under magnification shows minimal screen and electrode wear with the left upper electrode ball detached. There is discoloration present around the spacer and cap which is an indication of wand activation. Further visual inspection with an unaided eye on the remaining components of the wand found no manufacturing abnormalities. Based on physical evidence the root cause of the customer's complaint indicates dissociation due mechanical force, most likely user induced. The laser weld meet product specifications as evidence shows a good contact between the ball and screen. There are no indications that would suggest the wand did not meet product specifications upon release into distribution. Non-conformance review for the lot found no deviations or non-conformances during manufacturing process. Zero similar complaints have been lodged against this lot.

Event description:
It was reported that during a shoulder procedure using a dyonics rf-s whirlwind 90 probe, the electrode detached from the tip of the probe while inside the surgical site. The detached piece was retrieved with graspers, however this led to a 30 minute surgical delay. There were no patient complications reported as a result of this event.